Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the bottom of the pump. The customer states there was color change inside the pump. The customer's blood glucose level was 424 mg/dl. The customer treated with the pump. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot the highs.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a stained end cap sticker.